Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer inspected the device and replaced both failed control boards in full height cubie drawer 5 and confirmed proper functionality through diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to open the drawer. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care, since the user had to get the required medications from the main pharmacy. There were no adverse events or injuries reported based on this event.